Manufacturer narrative:
Patient code (B)(4) captures the reportable event of surgery.

Event description:
It was reported this right ventricular (rv) lead was surgically abandoned due to loss of capture resulting in pacing not being delivered as expected. A new lead was successfully implanted. No additional adverse patient effects were reported.